Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was not intermittent during angulation as reported. However, the bending cover was leaking, and the image appeared ¿shadowy¿ due to a faulty insertion unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a diagnostic bronchoscopy procedure, his olympus evis lucera elite bronchovideoscope was not displaying an image when using angulation. According to the initial reporter, the intended procedure was completed using another device with no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿ inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.